Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was 'collimator iris potentiometer' errors upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a pt injury or death associated with this event.